Manufacturer narrative:
(B)(4). Reported event was confirmed with operative notes and x rays provided. Review of the available records identified the following: there was elevated metal ions. Some gray stained fluid in hip joint and tissues look a little bit gray stained but really not profoundly so. Small amount of metal corrosion material at base of the trunnion. Review of the device history records identified no related deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right hip revision approximately 12 years post implantation due to pain and elevated ion levels. During the procedure, it was noted the head was removed and replaced. Small amount of metal corrosion material at base of the trunnion was found. No further event information available at the time of this report.